Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be performed. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported the patient continued to have loss of appetite and tiredness. It was reported a cassette was not 'recognized by the pump'. A new cassette was made and the issue was resolved. No patient injury reported.